Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini does not turn on (power issue). A no response letter was sent to the patient, as this medical affairs specialist could not be contact the patient via phone. The power issue began on (B)(6) 2009 at 6am. The patient took more food/drink at the time of concern as a result of the reported issue. It is not known if the patient was able to test her blood glucose after the reported issue began. Reportedly, approximately at 12pm, the patient developed symptom described as "shaky". The patient allegedly did not receive any medical intervention. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's symptom such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The power issue was not resolved with troubleshooting. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia six hours after the power issue began. Replacement products were sent to the patient.